Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported based upon review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the bone fracture cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during an initial tka, this (B)(6) y/o male patient¿s left femur fractured during impacting the femur trial. There was no delay and the patient was last known to be in stable condition following the event. There is no device to be returned.